Event description:
It was reported that (1) device was used during a hemiorrhoidectomy. It was reported by the affiliate that the pph01 instrument plastic ring got loose during stapling process and the staples did not close exactly. The surgeon changed to a hand suture technique to complete the case.